Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was not identified. A follow-up will be submitted with all relevant information. (B)(4) - treatment in unintended vessel.

Manufacturer narrative:
(B)(4). Per the xact IFU, the device is only intended for use in the internal carotid. In this incident, the stent was implanted in the external artery. This use was not intended, and there is no indication that implantation in the incorrect site directly led to the reported cerebrovascular accident.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. The reported patient effect of cerebrovascular accident (stroke) is a known adverse event listed in the rx xact instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed medwatch report, additional reported information indicates that the patient was hospitalized a few extra days following bypass surgery because of oozing at the incision site, but was neurologically stable and intact immediately post surgery.

Event description:
It was reported that the xact stent was implanted on (B)(6) 2011 into the left external carotid; however, two hours after the procedure, the patient presented with stroke-like symptoms involving right arm weakness and subsequently it was determined that the xact stent had been implanted in the wrong vessel and should have been implanted in the left internal carotid. The left internal carotid was attempted for treatment and pre-dilatation was performed with a trek balloon; however, the tip was noted to be bent once the device was withdrawn from the patient. Four different devices were attempted to treat the lesion, including two acculink ii, one xact, and a vision; however, they all failed to cross through the xact stent previously implanted in the left external carotid. Subsequently, the patient was sent for unspecified treatment of the left internal carotid. Post procedure the patient was doing fine and the stroke-like symptoms were subsiding. Though requested, no additional event or patient information was provided.

Event description:
Subsequent to the initial medwatch report, additional information received indicates the patient underwent surgery for attachment of the external carotid artery to the internal carotid artery as a bypass. The patient was hospitalized a few extra days following surgery because of oozing at the incision site, but was neurologically stable and intact immediately post surgery. The patient is reportedly doing fine. Though requested, no additional information was provided.